Event description:
The customer contact reported that there was a "possible user error" in programming the device, which resulted in the intubated pt receiving more medication than intended. On (B)(6) 2005 at approx 1720, line a was programmed to deliver 1000mg/100ml of propofol at an unspecified rate with a volume to be infused (vtbi) of 75ml and the delivery was started. No further programming parameters were provided. Fifteen minutes later, the device audibly alarmed for empty container. At that time, the nurse noted that the propofol bottle was empty and that the display indicated a volume of 70.3ml had delivered. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During review of the event history by the user facility, the biomedical engineer noted that the propofol was programmed at a rate of 564ml/hr instead of an intended rate of 39.5ml/hr. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. The time on the pump was noted to be one hour and four minutes behind the customer's actual time. The pump history indicates that on (B)(6) 2005 at 1558 (actual time 1702), line a was programmed to deliver propofol in the dose calculation mode, with a drug concentration of 1000mg/100ml, weight 94.1kg, with a dose of 999mcg/kg/min, with vtbi (volume to be infused) of 75ml, for a duration of 7 minutes, and a rate of 564ml/hr. The dose limit was overidden and the delivery was started. At 1606 (1710), the pump alarmed line a vtbi complete and switched to a kvo rate of 1ml/hr. At 1608 (1712), line a was reprogrammed to deliver a dose of 70mcg/kg/min at a rate of 39.5ml/hr with a vtbi of 74ml and the delivery was resumed. At 1624 (1728), the delivery on line a was stopped and the device was powered off. Review of the pump history indicates the pump delivered as programmed.